Event description:
Pt status post distal radius plate and screw implantation on an unk date, possibly (B)(6) 2011, returned to surgeon complaining of pain. X-rays on an unk date showed the plate was broken, screws intact. Pt was returned to operating room on (B)(6) 2012, surgeon removed the plate and screws and revised the pt to two distal radius plates. Surgeon noted pt was non-compliant.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment. (B)(6). Information received from surgeon.